Event description:
Country of complaint: (B)(6). All the sutures used during the procedure broke during knotting. Had to repeat the procedure.

Manufacturer narrative:
Review of stock: no product of this batch/code in stock. Produced/imported quantity: there were (B)(6) units produced. Background: data base of complaints checked and verified that to date we have not received reports of incidents related to this product code, batch number. Batch record: a review of the documentation for this batches manufacturing process was carried out by checking the control process and results for the release of the product and no records of deviations or alterations were found. Results for batch release: the analysis of tensile strength on the knot for batch release indicates that all specification is met. Samples are subjected to an endurance test of the voltage at the node, and the maximum voltage value in which the yarn is broken is determined. This test shows that the results obtained from samples meet specification. Based on the analysis, the claim as "not justified" is determined, and the results of tests performed on samples were satisfactory. No corrective/preventive actions is required, since the results obtained for batch release and analysis on the samples were satisfactory.